Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during an angiography procedure the guide wire caused a dissection of the right iliac artery. The guide wire was used with a pigtail catheter. The wire was inserted into the pt through an introducer sheath. The user felt resistance on the wire once the catheter was inserted into the pt. The user stopped advancing the wire and catheter and noticed under x-ray that there was a dissection of the iliac artery. The user reported that the dissection was related to the wire as resistance was felt as the wire was advanced through the tip of the catheter. The dissection was treated with a stent placed contralaterally from the left femoral access. The pt was then transferred to a hospital for observation as anticoagulants were given. The pt was observed at the nearby hospital and released without any further issues.